Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. The contact did not provide an exact bg value, but stated that the customer's bg level did not go higher than 400 mg/dl. A correction bolus was delivered to stabilize customer's bg level. Recommendation was made for customer to discuss diabetes management with their health care professional.